Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 coil pusher assembly. The pusher assembly was kinked. The embolization coil was intact with the pusher assembly. The introducer sheath was removed from the pod8 pusher assembly, and had no visible damage. There was no visible damage to the packaging hoop. Conclusions: evaluation of the returned devices revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. Further evaluation revealed the introducer sheath was removed from the pod8 coil pusher assembly. This likely occurred due to improper handling during removal from the packaging. If the pod8 is pushed into the packaging hoop instead of being withdrawn, the embolization coil may become advanced out of the introducer sheath. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the technician advanced the end of the pod8 coil into the restraining hoop before realizing that the pod8 coil was to be removed by pulling it out of the hoop. After removing most of the pod8 coil from the hoop, the technician noticed that the pod8 coil introducer sheath was partially removed and the embolization coil was half covered in its introducer sheath, and half uncovered. Therefore, the exposed pod8 coil was not used for the procedure. The procedure was completed using a new pod8 coil.